Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the cause of the event was "lumbar spine pathology".

Event description:
It was reported that the patient was in the emergency room (ER) because she was in pain and though the pump may have stopped working. While in the ER, the patient was given an intramuscular dilaudid injection and sent home. It was noted that, at the time or report, the patient's physician had not interrogated the pump to see if it was working. The physician had increased the patient's medication dosage a few times since the prior summer, once by 20%. However, the reporter stated she was receiving an 'incorrect dose' and the physician had no business managing pumps. At that time, the patient was still in pain and couldn't walk. It was reported that the physician had declined raising the dose further, three to four weeks after the prior dosage increase. At the time of report, the patient was taking valium, skelaxin, and ultram. It was stated that the patient was taking the oral equivalent of over 300mg of dilaudid. The reporter believes the patient should not be taking valium, but should be on hydrocodone or another medication that 'compliments' the pump medication. However, the reporter also stated that the patient's physician would not help her with either the post-operative pain medications or prescription pain medications. It was noted that the patient had become incontinent due to her medication dosing. An MRI was done and it was reported that the patient's spine had become "3000 times" more damaged since pump implantation, due to her degenerative disc disease. It had worsened to the point where she was going in for a spinal fusion from her neck to her butt; however, the reporter stated that the patient may not make it through the surgery and may not be alive in two weeks. The drug used in this system was dilaudid. Two weeks later, it was reported that the patient still had concerns regarding her device or therapy. It was noted that the patient was not working with her physician or medtronic representative to resolve the issue, but was forced to have surgery. The patient was displeased with her physician and noted his failure to 'maintain or increase when needed.' The patient was seeking a new physician to manage her device. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.